Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to high blood glucose level. The customer's blood glucose level was 558 mg/dl at the time of incident and current value is 90 mg/dl. The customer was using insulin pump system within 48 hours of reported high blood glucose event. Infusion set cannula was bent which led up to event. Auto mode feature was active. The insulin pump will not be returned for analysis.